Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain and swelling at the ipg site. On (B)(6) 2017 the patient's physician diagnosed possible infection. The patient was then admitted to the hospital where he remained for 6 days and was treated with IV antibiotics. Additional information revealed the patient underwent surgical intervention on (B)(6) 2017 wherein only the patient's ipg was explanted. The patient continues to take IV antibiotics 3 times a day.

Event description:
Follow-up information revealed the infection has yet to resolve and the patient is still on the antibiotics.